Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used in the colon during a cold polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to remove an 8mm polyp using the dualoop but the device failed to cut. A second dualoop was used and encountered the same issue. The physician decided to use a captivator ii but the snare also failed to cut. An endoscopic mucosal resection (emr) was then performed to remove the polyp and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation result: visual evaluation of the returned device showed no failure. Functional testing was performed, and the device passed the retroflex test, it extended and retracted within specification. Electrical resistance testing was performed and resistance measured at 14.50 ohms, within manufacturing specifications. The complaint was not confirmed, evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used in the colon during a cold polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to remove an 8mm polyp using the dualoop but the device failed to cut. A second dualoop was used and encountered the same issue. The physician decided to use a captivator ii but the snare also failed to cut. An endoscopic mucosal resection (emr) was then performed to remove the polyp and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.